Manufacturer narrative:
Corrected data: reporter name updated from (B)(6) medical center to (B)(6) to reflect the facility wherein the surgical intervention was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted to address the issue.

Event description:
It was reported that one of the patient's leads is exhibiting high impedances. Surgical intervention may be pending to address the issue. Investigation unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000058002.